Manufacturer narrative:
Apoc incident: # (B)(4). Analyzer incident: (B)(4). The investigation was completed on 09-nov-2023. Failure analysis could not be performed as analyzer s/n (B)(6) has not been returned to flex. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 30-aug-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23130.

Manufacturer narrative:
Apoc incident # (B)(6) (cartridge). Apoc incident # (B)(6) (I-stat). I-stat: product#: 04p75-39. Sn: (B)(6). Mfg date: 21-sep-2016. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-aug-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.08 ug/l on a patient. There was no patient information at the time of this report. Return product is not available for investigation. However, the customer is also alleging I-stat analyzer sn (B)(6) which will be investigated separately. Method date tested results I-stat (B)(6) 2023 10:12 0.00 (ng/ml) (negative) I-stat (B)(6) 2023 10:12 0.08 (ng/ml) (positive) I-stat (B)(6) 2023 10:29 0.00 (ng/ml) (negative) at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Based on the I-stat system the result of 0.08 represents the 0 to 99% range of results and would be a negative result. However, the event is reported based on the customer stating the result of 0.08 was positive. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). Analyzer incident: (B)(4). The investigation was completed on 21-aug-2025. Failure analysis did not reproduce the complaint. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were well within the acceptance ranges. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.